Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being outside of a procedure. It was reported that the spheres were attached to a frame and probe, but were not visible to the camera and not being tracked. Geometry error was 0.6 with recognition failure. The reported products were replaced with resolution. There was no patient present during the event.